Event description:
It was reported that during the (B)(6) 2024 ipg replacement, a lead diagnostic indicated impedance issues of the extension. As a result, the extension was explanted and replaced intraoperatively to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.